Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of kidney cancer and bacterial peritonitis in a patient coincident with dianeal pd4 (selected as dianeal low calcium) therapy for peritoneal dialysis (pd). Action taken with dianeal was withdrawn. During a call with baxter healthcare, the following was reported. On an unknown date the patient was hospitalized for a nephrectomy due to kidney cancer. On an unreported date, the patient experienced peritonitis and was hospitalized. On an unreported date, the patient began treatment with an unspecified antibiotic. On an unreported date, the patient's pd catheter was removed, and dianeal therapy was withdrawn. On (B)(6) 2012, the patient was placed on hemodialysis. On an unknown date, the patient recovered from the event of peritonitis. The status of the kidney cancer was unknown. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12a18022 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4).this report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.